Event description:
Hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The user will be seen for device assesment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and a demodulator feed-through pin. The problems described in the user report seem to be congruent with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Hearing performance with the device was affected. The user has been re-implanted.